Manufacturer narrative:
The reported events were dislodgement, failure to capture, and cardiac stimulation. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-03040 and 2017865-2023-03043. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and extra cardiac stimulation on the implantable cardioverter defibrillator (ICD). An x-ray was done, and dislodgement was noted on both left ventricular (lv) lead. And atrial (ra)lead causing loss of capture and extra cardiac stimulation both ra and lv leads. The physician elected to explant and replace both the lv and ra lead. The patient was in stable condition.